Manufacturer narrative:
Concomitant medical products: 10010570; medication syringe, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak during an infusion of veletri, dosage and rate not specified. The leak was noted between the connection of the maxzero and the medication syringe. The tubing and maxzero were changed and a crack was noted on the maxzero. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the valve showed cracks along each side and the top of the valve body. Functional testing confirmed fluid leaking out from the observed cracks. The cause of the customer's report of a leak was identified as cracks on the sides and top of the valve. The root cause of the cracks is unknown.